Event description:
The physician reported that this pt experienced "device extrusion because of skin necrosis (right breast)" which was "complete skin necrosis in 'nac." This event was noted to be moderate and resulted in a procedure to remove the seriscaffold device being performed.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Device labeling addresses the reported events of necrosis as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion. However, as we have been informed that the pt has had medical or surgical intervention we are taking the precaution of reporting this event to you."